Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the sagittal saw attachment device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition of the device generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was found that the device failed visual inspection. It was identified that the device mechanics were damaged and foreign substance were detected. It was also found that the attachment was completely blocked, and the swing fork was worn. During assessment, it was identified that the needle bearing was corroded. It was determined that the device was frozen/would not move and had foreign substance/debris/cleaning/sterilization, damaged mechanics, and component damage. It was further determined that the check oscillation frequency with frequency meter could not be performed. It was determined that the corroded needle bearing was due to a design error, which has been escalated to a CAPA. All the other defects found were due to premature wear which is component failure from wear.